Event description:
Customer reported via phone, the insulin pump had crack on the reservoir compartment and the buttons were not responding properly. Customer's blood glucose was 157 mg/dl. Customer was attempting to program his blood glucose reading and the numbers kept scrolling. Troubleshooting was only performed for physical damage. Customer was unaware how the damage occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traced. No numbers were scrolling up during testing. The device had cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, cracked belt clip slot at the battery tube threads area, and cracked reservoir tube.